Manufacturer narrative:
The device was serviced on-site by a field service technician. A visual inspection, functional test, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was identified during power on self-test and review of the alarm log. The cause of the condition was damaged battery. To resolve the issue the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f94 alarm (configuration option settings checksum is not 0). There was no patient involvement associated with this event. No additional information is available.